Event description:
Revision surgery - an encore head was implanted on a competitor's stem. Stem became loose distally causing pt pain. Encore head removed in order to replace stem. New encore head replaced.